Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on proximal section stent strut rows with stent struts pulled distally and bunched. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0390 inches this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found kinks on several locations of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30jun2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advance but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.